Manufacturer narrative:
The meter serial number was (B)(6). The meter and test strips were requested for investigation, however, there are no test strips remaining to return. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling,"coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.". Section e3: occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with the patient's coaguchek xs meter in comparison to other results from the patient's coaguchek xs meter. On (B)(6) 2024 a sample from the patient was tested using the meter resulting in a result of 4.0 inr. Within 15 minutes another sample from the patient was tested using the same meter resulting in a value of 2.6 inr. Within 10 minutes another sample from the patient was tested using the same meter resulting in a value of 4.3 inr. The patient¿s therapeutic range was 2-3 inr. The patient¿s testing frequency is weekly.